Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up one week after this right ventricular (rv) lead was implanted, a high out of range pacing impedance measurement was received. The threshold measurement and amplitude couldn't be measured at maximum output and sensitivity. The device was reprogrammed and a revision procedure was scheduled. The revision procedure was performed. The non-bsc device was removed from service and it was confirmed that the rv lead had been positioned properly. The rv lead was removed and checked through a pacing system analyzer (psa). No issue was found based on electrical measurements. The lead was implanted again and connected to the non-bsc device. No adverse patient effects were reported.